Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a severely bent grip at the base of the grip tip. This failure is most commonly caused by mishandling/misuse of the instrument, such as excess force applied to the instrument jaws. In addition, the instrument was found to have a segment of the conductor wire sticking out from the conductor groove of the grip tips. A loop of wire is sticking out in such a way that the wire protrudes above the outer surface of the main tube. The conductor wire insulation was damaged and the instrument passed an electrical continuity test. The root cause of dislodged conductor wire and conductor wire damage insulation is attributed to a component failure. A review of the device logs for the force bipolar (part# 470405-06 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the force bipolar was last used on (B)(6) 2020 via system serial# (B)(4). There were 9 uses remaining after this last usage. No advanced technical review required as sufficient information is available for investigation. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. This complaint is reportable due to the following: the force bipolar instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken conductor wire with damaged insulation caused by a component failure. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted surgical procedure, the articulating portion of the force bipolar instrument broke. No fragment fell inside the patient. The customer used a backup instrument and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, the customer could not provide any additional information.